Event description:
Caller reported cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.